Event description:
It was reported that during a normal device replacement high out of range shock impedance measurements were reported when it comes to the right ventricular (rv) lead. The lead was surgically abandoned. No adverse patient effects were reported.